Event description:
The hospital reported that a caster detached from the wheelbase of an olympus cart during transport. The cart did not fall over and there were no complications associated with the occurrence.